Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no injury to the patient as a result of the reported issue. The procedure was completed robotically with use of a covidien force triad electrosurgical unit (esu) via the bypass cable set.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support to report multiple errors on the erbe integrated electrosurgical unit (iesu). The issue had been reported to the csr by the customer. The technical support engineer (tse) spoke with the customer and attempted troubleshooting, but the issue could not be resolved. Following the tse's instructions, the customer connected an external esu to the system which allowed the procedure to continue. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse visited the site and replaced the erbe generator due to the errors. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found multiple erbe errors (m-11, m-18, c-38, c-30), which were confirmed in system logs. During failure analysis, the reported event was replicated, with the unit consistently presenting a c-30 error during coagulation on mono port 2, while other modes operated normally. Erbe logs (c-00, m-11) corroborated the system logs data. The complaint was confirmed based on failure analysis. The probable cause is attributed to a faulty electrical component inside the erbe generator unit.